Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The connection cable was repaired. The system was tested and operates as intended.

Event description:
The customer reported that the connection cable on the 6800 system was damaged. No pt injury was reported.